Manufacturer narrative:
Stenosis and angina, as noted in the IFU, are known adverse events associated with coronary stenting and not necessarily an indication of a product quality deficiency. Additionally, stenosis, angina, and hospitalization are listed in the risk assessment as no-fault post-procedure complications. Since there was no reported product malfunction, there does not appear to be any indications of a stent delivery system quality deficiency. It is possible that the angina was a secondary effect of the stenosis, which required hospitalization and treatment via pci and target lesion revascularization; however, a conclusive cause for the pt effects cannot be determined.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: in-stent restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, a 3.5 x 18mm rx xience v stent was implanted in the mildly calcified, proximal lad lesion. However, in 2009, the pt experienced unstable angina, which required hospitalization. A diagnostic coronary angioplasty was performed and intra-stent restenosis was noted, which required treatment via percutaneous coronary intervention (pci) and target lesion revascularization. No additional event or pt info is available.